Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was high as the bolus had been interrupted and the customer was not sure how much insulin had been delivered. The customer changed the supplies to the pump even though there was 80 units left in the cartridge. The customer did not like wasting insulin and reverted to using another pump to manage diabetes.